Event description:
Complainant alleged that while attempting to pace a pt, the device was unable to pace and unable to adjust the pacer rate. Complainant indicated that the clinician obtained another device to continue treating the pt. Please ref medwatch report 1220908-2015-00098 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.